Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that premature battery depletion was observed. Device replacement was recommended. No further information was provided.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information states the patient was stable after the procedure and was discharged to home the same day.

Event description:
New information states that the device was explanted and replaced. The device did not continue to exhibit excessive battery discharge after the first call. The patient was not dependent and did not experience any symptoms due to loss of longevity. There were no complications from surgery.